Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported red heart alarms on the system controller. There was also a percutaneous lead separation at the distal end bend relief. A percutaneous lead repair was completed, however, the pt was still having issues. A percutaneous lead distal end replacement was then performed.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.